Event description:
The customer reported that the paramedics were called home to treat her low blood glucose of 54mg/dl. The customer stated that she was revived, but she was not taken to the hospital. Troubleshooting was performed. The customer also stated while she was sleeping, the device delivered 5 units bolus, which lowered her glucose level to 50mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.